Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he woke up and the ambulance was called due to his low blood glucose, and it happened three times in the past three months. The caller stated that the basal rates were somehow erased and needed assistance with programming it. No further information was provided.